Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient was at the doctor¿s office on (B)(6) 2020. The cgm was reading 163 mg/dl. They checked her bg which was reading over 600 mg/dl and per the doctor the patient was in early diabetic ketoacidosis (dka). The patient passed out at the doctor¿s office, so her husband took her to the emergency room (ER) where she was administered an insulin drip. No other symptom or treatment details were provided. At the time of the report the patient was stable. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The initial MDR for 3004753838-2020-39473 was submitted in error. Please disregard as the adverse event was reported under 3004753838-2020-35061.